Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient has suffered from persistent discomfort and pain in her hip. It is further alleged that she is scheduled for revision surgery due to loosening. Update (B)(6) 2010 - new information received from the sales representative indicates that the patient was revised on (B)(6) 2010 to address pain and elevated ion levels.